Event description:
Reported due to surgical intervention. The physician attempted an arteriotomy closure with a perclose a-t (closure ak) device following a diagnostic procedure. Initially the device appeared to be successfully deployed, but "immediately after cutting the sutures," "profuse bleeding" was observed which required manual compression. While compression was being held the foot became "ischemic" and there were no palpable femoral pulses in the lower extremity from the popliteal down. Vascular consultation was obtained and the pt was taken to surgery. The surgeon found that the artery had been sutured "from both sides, causing apposition of the artery." The pt underwent an ileo-femoral bypass graft. Although requested no additional info has been provided.